Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Insert received meets temperature specification. The insert was found with the tip bent. Insert care in the field is unknown. There is no evidence to say that it was a manufacturing problem.

Event description:
While using a 30k cavitron thinsert, it was heating up; no injury resulted.